Event description:
It was reported that red foreign matter was discovered in tube prior to use with a bd vacutainer® serum / cat blood collection tubes. The following information was provided by the initial reporter: they found the red foreign martial in tube.

Manufacturer narrative:
H.6. Investigation: one (1) sample and two (2) photos were received and confirmed as having white foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that red foreign matter was discovered in tube prior to use with a bd vacutainer® serum / cat blood collection tubes. The following information was provided by the initial reporter: they found the red foreign martial in tube.